Manufacturer narrative:
Date of event is estimated. It was reported to abbott, a patient experienced a loss of therapy. Surgical intervention was taken where a fractured lead was replaced. The ipg was replaced due to discomfort in the pocket due to the size of the device. There were no complications. Effective therapy was restored. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
Related manufacturer reference number:3006705815-2024-00923. It was reported that the patient was experiencing ineffective therapy due to a lead fracture and discomfort at the ipg site due to size of the device. As such, surgical intervention took place where the ipg and lead were replaced. Reportedly effective therapy was restored.